Manufacturer narrative:
One non-sterile rapid transit microcatheter is coiled into a loop enclosed within a zip lock plastic bag. A guidewire (aquav3/asahi intec) was enclosed. Kinks are visible on distal segment of catheter. The j tip of the non-cordis guidewire is bent. The catheter hub and tip inner diameter were measured and found to meet dimensional requirements. The straight end of the non-cordis guidewire, outer diameter measuring .0175", was inserted into the catheter hub stopping 5.1cm down into the catheter. Catheter was then cross-sectioned transversely exposing a transparent-type material blocking the lumen. The material in the lumen was sampled and an ftir spectrum obtained identifies it as a fluorinated hydrocarbon similar to ptfe. The DHR review performed for this lot showed that this lot of products met all requirements per the applicable mqp (mfg quality plan), including visual and dimensional inspection. Resistance and friction was confirmed within the catheter lumen. The exact cause for delaminated ptfe material was not determined. The major contributing factors to this event appear to be product related. Action has been assigned to address this complaint for rapid transit microcatheter obstruction within the lumen.

Event description:
The analysis revealed loose ptfe material in the inner lumen. However, the initial report indicated that during a transarterial embolization procedure, the product rapid transit (cat#606-251/lot#13153608) was advanced over the (gw) guidewire (aqua v3/asahi intec) and resistance was noted between the products. Another product was utilized to complete the procedure. There was no pt injury reported with the event. The product will be returned for analysis. No further info was available.